Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned to the post market surveillance team for examination. However, one image was provided showing the explanted components (cup, insert, head) in the operating theater. The insert can be seen still assembled with the cup. The head is separated from the stem. All components are covered in biological debris. There are some metal smearing to be seen within the taper of the head and a big metal smearing on the articulating surface, likely stemming from the revision surgery or from the event of dislocation. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after a hip replacement, the patient underwent a revision surgery approximately 4 years post implantation due to dislocation. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. 60mm o.d. Size mm porous uncemented with cluster holes shell use with mm liners for export only item# 65875306001 lot# 63834639. 32mm i.d. Size mm elevated rim liner use with 60mm o.d. Size mm shell item# 00875201432 lot# 63640358. Snap on spherz item# 000-0112 lot# 18170620. Camera drape item# 000-0212 lot# d182461. Avenirâ® mã¼ller, stem, standard, uncemented, ha, 6, taper 12/14 item# 0106010006 lot# 2887675. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.